Manufacturer narrative:
Although the report of a pump stop was confirmed through the analysis of the submitted log file, a specific cause for the reported pump stop event could not be conclusively determined. Based on past experience with the hmii lvas and similar reported events, the pump stop that occurred while the patient was supported by the power module could be indicative of driveline damage. However, a full examination of the hmii lvas, serial number (B)(6), could not be conducted because the patient remains ongoing on vad support. Furthermore, although elevations in power and corresponding flow were observed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined. The submitted system controller log file captured normal pump function until (B)(6) 2019 at 12:27 am. At that time, the pump speed dropped below the low speed limit, resulting in a pump stop while the patient was connected to the power module. The pump resumed operation at its set speed following this pump stop event and remained above the low speed limit for the duration of the log file. Elevations in power (up to 8.5 w) and corresponding flow (up to 10.6) were also noted on (B)(6) 2019 at 08:11 am and on (B)(6) 2019 at 04:23 pm. Based on previous complaint experience, the captured pump stop appeared to be consistent with a potential driveline wire compromise. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed hazard and low flow hazard alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow causes erroneously high flow readings. No further information was provided. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was an instance on (B)(6) 2019, where the pump speed dropped to 0 momentarily. The log file showed 1 pump stop while the patient was connected to power module. This type of behavior has been linked to potential issues with the percutaneous lead. Patient was asymptomatic during the pump stop. Patient's clinical status related to the pump stop is unchanged. Patient is on an ungrounded cable at home and recommended to stay on battery during the day. No further information was provided.